Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened act button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had keypad anomaly. The customer¿s blood glucose was 161 mg/dl at the time of incident and other blood glucose value was 60 mg/dl. Customer reported that the act button not executing properly. Customer verified that the act button was responding to different parts of the insulin pump but was not executing a specific action. Customer¿s insulin pump kept on bothering her during the night and they had been pressing the buttons but now the insulin pump was on spanish language. The insulin pump will be returned for analysis.